Event description:
Edwards received notification from a field clinical specialist that during a patient with a 23mm s3 valve, implanted in the aortic position for approximately 6 years, underwent a valve in valve procedure with a 23mm sapien 3 ultra valve due to stenosis. Per follow-up with the vcc, last known echo prior to intervention showed severe abnormality of the bioprosthetic with severe stenosis and mean gradient of 64mmhg. Some calcifications of the leaflets noted on CT.

Manufacturer narrative:
Supplemental report submitted to include additional information received through per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : remains implanted

Event description:
Edwards received notification from a field clinical specialist that during a patient with a 23mm s3 valve, implanted in the aortic position for approximately 6 years, underwent a valve in valve procedure with a 23mm sapien 3 ultra valve due to stenosis. No additional details were provided.